Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the initially reported event was not related to the device or procedure. It was related to the patient's disease.

Event description:
A healthcare professional from a clinical study reported the patient was hospitalized for ataxia on (B)(6) 2016.